Event description:
It was reported that the pressure output was too low upon calibration. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the pm / cal performed, replaced u2, u3, u4 on display board dim segment recall affected and corroded right iui. A review of the device history record showed the device had a manufacture date of 10/01/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200087167 for cosmetic defect which does not correlate to the customer reported issue.

Event description:
It was reported that the pressure output was too low upon calibration. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pressure output was too low upon calibration. There was no patient involvement.